Event description:
This swan was placed in the o.r. By physician. When pt came to the unit, they were never able to obtain a ci/co reading. The sv02 did work. The screen was saying "check thermistor connection." Cables and monitor were all switched - prongs on the thermistor were not bent or broken. Surgeon repositioned swan with no help and ended up replacing swan which worked correctly.